Manufacturer narrative:
Received user facility medwatch (B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that the sheath of an ivc filter system was difficult to insert into the jugular vein. Upon withdrawal of the sheath, the distal marker band was missing. The detached marker band was removed from the patient with a hemostat. The sheath was re-inserted and resistance was again encountered. Upon withdrawal, the proximal marker band was noted to have detached and was removed from the patient with a hemostat. The distal end of the sheath was then cut off and the sheath was successfully used to complete the procedure. No patient injury reported.